Event description:
It was reported that revision surgery was performed due to significant pain and instability. Liner, tibial and femoral removed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documentation provided, the root cause of the reported early onset pain and instability cannot be concluded; however currently unable to rule out the patient¿s lupus, possible soft tissue laxity and/or ligament imbalance over the follow-up 6 years and possible initial insert thickness as potential contributing factors the reported event as the implants pre-revision were reportedly in excellent position and alignment with good cement mantle and centrally tracking patella and the insert thickness doubled for the revision procedure. The patient impact beyond the reported early onset of pain, the noted pre-revision instability, and the revision surgery with an expected brief post-operative rehabilitation phase cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.